Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has confirmed the reported customer complaint. A 15mm tear was observed below the cuff band. The appearance of the tear appeared to resemble cuffs that have been over-inflated. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical bivona custom tts standard tracheostomy tube cuff leaked while in use at the patient's home. Subsequently, a tracheostomy (trach) change out was required and the patient recovered. No clinical consequences to the patient were reported.